Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hysterectomy. According to the reporter: the surgeon was attaching the suture to the ligament near the bone when the needle detached. The surgeon removed the device from the cavity and upon inspection it was noticed the tip of the needle was lost, approx 2mm. The surgeon used his hand to try to locate the missing needle but the tip could not be located. The surgeon then tried to load the same handle with a new cartridge but the cartridge would not toggle. A new handle and load was opened to continue the case. After removing the second handle, it was noticed a second needle was lost. The tip of the second needle was not retrieved. No abnormal bleeding or delay in operating room time reported.